Event description:
It was reported that the patient experienced an infection over the pump location following a pump replacement in (B)(6). The device system was explanted. The patient was waiting to heal before having a new pump placed "on other side of body." The patient saw physician and it was noted that the physician felt like "the patient still had something in place where the pump had been implanted." The patient questioned whether a mesh pouch was used during implant. The patient had a disc fusion from c4 to c8 and that procedure failed; patient had degenerative disc disease. The patient had no use of right arm and due to condition "the catheter should have been placed higher." It was unknown what drug was used to deliver through the device system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received further reported that a culture was obtained from the device pocket and was negative at the time of explant but the patient was administered perioperative antibiotics. It was indicated that the date of onset/diagnosis of infection was (B)(6) 2012 and staphylococcus aureus was the type of organism cultured. The symptoms of infection experienced by the patient were fever, redness, and swelling. The primary location of the infection was at the device pocket site. The patient was treated with oral antibiotics and the infection was resolved. It was indicated that the patient's last refill was (B)(6) 2012. In addition to the infection, the patient had also experienced drug withdrawal with symptoms of diaphoresis and some "illegible word". It was noted that other risk factors had applied to the patient prior to implant; were diabetes, chronic skin infections, and chronic obstructive pulmonary disease (copd) with frequent bronchitis. It was reported for the procedure, that the patient was cleared by a dermatologist and infectious disease (ID). The drugs delivered via pump were hydromorphone, baclofen, and clonidine.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product typ catheter; product ID 8578 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ accessory. (B)(4).

Manufacturer narrative:
(B)(4).